Manufacturer narrative:
Section h4: corrected information.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low speed advisory and low flow hazard alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files collectively contained data from (B)(6)2020 through (B)(6)2020 and from (B)(6)2020 through (B)(6)2020 . Several, transient low flow hazard alarms were captured between (B)(6)2020 and (B)(6)2020 . Two additional low flow hazard alarms were captured on (B)(6)2020 . The observed low flow events occurred when the estimated flow dropped below the threshold of 2.5 lpm and did not appear to be associated with elevations in pump power or pi events. Additionally, on (B)(6)2020 , two low speed events were captured while the patient was connected to the power module, with speed reductions as low as 8770 rpm (230 rpm below the low speed limit). These events resulted in low speed advisory and low speed operation alarms; however, no pump stoppages were recorded throughout the log file. Following these events, the pump was able to regain and maintain the fixed speed for the remainder of the file. Excluding the low speed events, the pump operated above the low speed limit. No other atypical events were captured. Despite the observed alarms, the pump appeared to function as intended. The account reported that the low flow alarms initially resolved but later returned. The patient remained ongoing on vad support until they experienced further related alarms in(B)(6)2020 , during which time, the patient was given an ungrounded cable and was instructed to report any further alarms. The hmii lvas IFU addresses all pump parameters, including pump speed and flow. This document explains that pump flow is estimated from pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, the hmii IFU and patient handbook address all hazard and advisory alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, the patient handbook cautions all patients to call their hospital contact if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient shut her black battery lead in the seatbelt of her car. A "connect power" alarm resulted and resolved once the seatbelt was unplugged. There was also a low speed advisory notification on interrogation and the patient did not recall any symptoms at the time of the event. The controller was exchanged after log files were obtained. During log file analysis, the low speed advisories were confirmed as well as multiple low flow events. Images were reviewed by technical services and one of the images showed normal shielding breakdown about three inches from the controller connector. The other two images were unremarkable. No further information was provided.